Manufacturer narrative:
Information on customer, initial reporter and product information was not provided. It's not possible to determine the manufacture date without the product information.

Event description:
A pharmacist stated a customer received a blood glucose reading on the contour next that was 40mg/dl higher than on a different meter. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Product information was not provided. Product was not expected to be returned or replaced.